Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. Additionally, the instrument was found to have bent grip tips, causing misalignment of the grips. There was a 0.78 offset at the tips. Which prevented the instrument from grasping on to tissue. The grips did not show cracking damage.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.